Event description:
Pt was revised to address pain with varus migration of the stem. Intraoperatively discovered an abundant amount of milky material within the hip joint. The stem was easily removed and the porous sleeve was easily extracted demonstrating fibrous ingrowth, but not bone ingrowth.

Event description:
Patient was revised to address pain with varus migration of the stem. Intra-operatively discovered an abundant amount of milky material within the hip joint. The stem was easily removed and the porous sleeve was easily extracted demonstrating fibrous ingrowth, but not bone ingrowth. **update - this was reopened because the lot numbers were incorrect, and this is a clinical patient. **update** received medical records. **update: (B)(4) 2013 - litigation papers received. Litigation alleges discomfort and toxic cobalt and chromium debris to be released into the tissue. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Follow-up for additional event information was conducted utilizing work instruction (B)(4) appendix a; rev. A. The newly provided information was reviewed. The investigation was unable to confirm stem loosening. The investigation was unable to draw any conclusions about the root cause of the stem loosening. The investigation could not draw any conclusions about the reported abundant fluid in the joint. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Correction: depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided x-rays confirms the reported stem subsidence. Review of provided medical records could not confirm the depuy devices contributed to the patient's reported infection. The patient was initially implanted with depuy devices in (B)(6) 2005 and revised for infection in (B)(6) 2007. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection two years post primary implantation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A previous review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Review of provided x-rays confirms the reported stem subsidence. Review of provided medical records could not confirm the depuy devices contributed to the patient's reported infection. The patient was initially implanted with depuy devices in (B)(6) 2005 and revised for infection in (B)(6) 2007. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection two years post primary implantation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 7/15/2013- pfs and medical records received. Operative notes indicated infection. The cup and hole eliminator have been added, but not reported, as they are not apart of litigation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient's initials and dor was updated and added lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.